Event description:
Customer reportedly received the following results on the compact plus within 10 minutes: hi (greater than 600 mg/dl), 160 mg/dl, and 307 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.